Manufacturer narrative:
Continuation of d10: product ID 8731 serial# (B)(6) implanted: (B)(6) 2004 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 05-nov-2005, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving dilaudid (hydromorphone) (20mg/ml at .96mg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient had diminishing pain relief from the pump. No environmental, external, or patient factors were described by the patient. Diagnostics included computed tomography (CT). The spinal segment of the catheter was replaced after the CT diagnosed a "fracture" in the catheter as it exited the spine. The issue was resolved at the time of the report.